Event description:
It was reported that a spectrum infusion pump had an inoperable keypad (soft key stuck). It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the inoperable keypad (stuck soft key). Evaluation found all keys inoperable except the 1st, 3rd, and 4th soft key. This was caused by a failed keypad having a stuck 2nd soft key. When pressing any of the operable keys an automatic output of the 2nd soft key would occur. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.